Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed. Visual inspection found lag screw inserter separated from the device and engaging pin was not returned with device. The most likely cause for the reported failure is user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may result in bending or breakage.

Event description:
It was reported on 09/14/2022 by a sales representative via sems that a 5030-000 lag screw inserter broke. This was discovered during an unspecified time with no patient harm.